Manufacturer narrative:
A field service engineer (fse) determined that there was an issue with the sipper syringe seal and replaced it. The investigation determined that the faulty seal had caused the event. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable sodium electrode result from the cobas c 303 analytical unit for two patients. On (B)(6) 2026, patient 1's initial result was 147.5 mmol/l, and the repeat result on another analyzer was 135.5 mmol/l. On (B)(6) 2026, patient 2's initial result was 150.3 mmol/l, and the repeat result on another analyzer was 135.2 mmol/l.

Manufacturer narrative:
The sodium electrode lot number is dyc04, and the expiration date is 03-may-2026. The investigation is ongoing.